Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured during a procedure and a piece could not be located. X-rays were performed, and no piece of the device was located in the patient.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture confirmed the blue band near the drilling end of the instrument was not present. The reported device was returned but was lost before being it could be evaluated. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined.